Manufacturer narrative:
Method: device not returned. Device history review could not be performed as no lot code was not provided. Results: the device was not available for evaluation. Device history review could not be performed as no lot code was not provided. Conclusion: the established cause of the event is multifactorial.

Event description:
It was reported that; when doctor was inserting the self-drilling screw, the washer started to shear off the screw head.